Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high frequency ventricular lead noise causing non-sustained oversensing episodes were observed. Patient was asymptomatic. Patient did not receive therapies. Programming changes were made. Patient was stable and will be scheduled to be seen in clinic.